Event description:
The manufacturer received information alleging a failure of a ventilator's lcd display. The device was not in patient use. The device has yet to be returned to the manufacturer for evaluation. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported receiving information alleging a failure of a ventilator's lcd display. The device was not in patient use. The device was returned to a third party service center for evaluation and the customer's complaint was confirmed. The system board was replaced to address the issue. During the evaluation a the third party service center, a service required code was observed in the downloaded event log and a failure of the device's exhalation porting block was observed. The device's oxygen blending module board, interface board, and exhalation porting block were replaced to address the issues.